Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Performed service and repair functions as per (B)(4). Reviewed service history. Attach box label, dhs-sav001-fms, and electrical safety. The unit was evaluated and the reason for return : "chamber is overfilling" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. Also removed broken screws from stand-offs on sub'd connector. This device was produced prior to the closure of the fms facility in nice, france and therefore will not have a device history review preformed. Please see signed legacy fms batch review. UDI: (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported during procedure setup the fms duo+ pump/shaver chamber was overfilling. There was patient consequence or surgical delay. This is report 1 of 1 for (B)(4).